Manufacturer narrative:
Evaluation summary: the user's report of a defib comm & pacing error message was confirmed. Investigation found that the error was caused by a failed circuit board pair (the relay and pacer boards). Replacing the board set corrected the problem. During testing, it was discovered that the device failed to deliver within 10% of the desired energy output. Investigation found that this was caused by a problem with the main capacitor bank. Replacing the capacitor bank corrected the probelm. Also observed was physical damage to the display, consistent with product dropping or other handling mishaps. The display was still viewable despite the damage. The damaged display was replaced. In addition to the damaged display, several case parts were also damaged, apparently also due to rough handling, dropping or other accidents. The damaged case parts were also replaced. After repairs, the device passed acceptance testing and was returned to the customer.

Event description:
It was reported that the device was showing alert messages on the display screen indicating that an internal malfunction had been self-detected. The on-screen message indicated a problem with the defibrillator and external pacing functions. This problem was discovered during the customer's routine test of the device.